Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond resistance measured 0.101 ohm (ground bond test specification is 0.001 to 0.100 ohm). The external/internal inspection was performed and passed. Device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.123 to 0.009 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post will be scrapped. Device was sent to servicing.